Event description:
Alleged the pt pendant with cable pulled from the body and there are bare wires exposed. He said there was no pt in bed and no injuries occurred. Bed is from puc unit.

Manufacturer narrative:
A new pendant was shipped to repair the bed.